Event description:
It was reported that during a procedure it was noticed that the wrong implant was almost used and the patient was kept on the table longer than normal while they waited for a correct size from a competitor.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.